Event description:
It was reported that during setup prior to a surgical procedure at the user facility the shaft of the device was found to be bent. It was also reported that during testing conducted at the manufacturer facility there was paint chipped from the band around the device housing. No medical intervention and no adverse consequences were reported with this event. As these events occurred during setup for a procedure and testing, there was no patient involvement and no delay to a surgical procedure.